Event description:
I was harmed by silicone breast implants I was sick for 12 years had 37 of the listed symptoms also loss bladder control and loss sense of smell. Then I explanted and started feeling better. I felt life coming back to me it was an incredible time of feeling better. But 11 months later I started feeling many of the symptoms again just to a lesser degree. I had to stop wearing my wedding rings and found out I was reactive to nickel. I am concerned there is nickel in my clips/ I investigated into my own health for about a year. I found out I had filshie clips used during a 2011 tubal sterilization and my medical chart shows from that point on I was coming into my doctors office with symptom after symptom for many years so I was suffering from 2 types of implants. When someone with implanted devices tells you they are sick they know it's their body! I am working on trying to get these clips removed. I am also working on getting my mercury amalgam removed. I am going to need to be so diligent from now on what products I am using because my immune system had been through too much. Years of my life wasted. All the years of my kids growing up. Please give help to the people suffering, listen to them. Have removal of devices and health care for symptoms. Covered under insurance. FDA safety report ID # (B)(4).